Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed; the distal end of the sheath was broken. The device condition may be the cause or a contributing factor of a reportable event. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customers report: distal end of the sheath was broken, is inferred to have occurred through the following mechanism: over years of use, the following handling repeatedly applied excessive loads, such as bending and tensile forces, to the welded portion at the distal end of the coil sheath. The device was inserted into the endoscope at an angle against the biopsy valve. The device was withdrawn from the endoscope at an angle against the biopsy valve. The device was forcibly inserted when insertion was difficult, such as when the endoscope was at a steep angle. During reprocessing, the insertion portion was tightly coiled and strongly rubbed. Due to repeated loads during use beyond the service life, the strength of the coil sheath weld had deteriorated. Buckling in coil sheath, it was assumed that the buckling was caused by a bending force applied to the device during insertion into/withdrawal from an endoscope or reprocessing. However, it could not be identified at what time point a bending force was applied. There is resistance when operating the slider, may have been caused by the following factors: the insufficient application of lubricant caused increased sliding resistance between the coil sheath and the operating wire. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic hemostasis procedure, upon withdrawing the device from the endoscope, it was confirmed that part of the coil sheath tip was missing. Using a different clip device, the fractured coil sheath was pushed out of the forceps channel into the body. The fractured coil sheath has been retrieved. Additional information was received from the customer on (B)(6) 2025, stating that the device fall into the patient's large intestine that was retrieved via the retrieval net. There were no unplanned diagnostic imaging to locate the device as visual observation was done for confirmation. There was a delay in the procedure for approximately 10¿15 minutes, as the time required for retrieval of the fallen part. It was unknown if the patient was under general anesthesia or some type of sedation at the time of the delay. There were no patient injury or harm due to the device malfunction and no intervention was performed. The procedure itself was completed without impact. No health hazard. There were no reports of patient harm. This is 1 of 2.